Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was noted on the current and stored electrograms (egm). This may have resulted in false detection of atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.